Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During use for a cardiopulmonary bypass procedure, the local display of the centrifugal pump controller did not display any images. Control of pumps and safety sensors remained available through redundant central control monitor. There was no adverse consequence to the pt as a result of this event.